Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was unable to recall the date of the intervention and could not provide an approximate date putting (B)(6) 2025 as an approximation based on the date the email was sent from tandem. At around 11 am, the patient was sweating, feeling bad, feeling hypoglycemic. The cgm reading was 398 mg/dl and the bg reading was 39 mg/dl. The patient works at the hospital and was taken to the emergency room but does not remember who took him there. At the emergency room (ER) the patient was treated with 1 glucagon injection and then recovered shortly after and was discharged at 2pm the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.